Event description:
It was reported that on (B)(6) 2007 per medical record patient underwent ¿surgery of the l5-s1 posterior spinal fusion with legacy instrumentation, local bone graft, infuse bmp. Decompression of bilateral lateral recess with medial facetectomy. Two views of the lumbar spine demonstrate transversing the regions of the pedicles bilaterally in the lower lumbar spine.¿ on (B)(6) 2007 patient presents with complaints of some minimal back pain per medical records ¿examination shows his wound is healing nicely with no evidence of infection. He is neurovascular intact.¿ on (B)(6) 2007 patient returns for a follow-up visit post op l5-s1 posterior spinal fusion with instrumentation. Per medical records exam indicates ¿wound is healing/ no evidence of infection. Lumbar extension is still moderately limited with some discomfort and flexion is only mildly limited. Xrays taken ap and lateral of the lumbar spine show fusion is taking nicely with no evidence of loosening.¿ on (B)(6) 2008 patient presents with ¿flare-up of right low back pain and right global leg pain per medical records sensory exam to light touch reveals hypoesthesia in the right l5 and significant. Obtained x-rays of the cervical spine with ap and lateral views that show minimal degenerative changes with good vertebral alignment. Disc heights are appropriate. Odontoid is benign, and lung apices are clear.¿ on (B)(6) /2008 patient presents with complaints of persistent low back pain. Per medical records patient underwent a CT of the lumbar scan which indicated ¿severe and chronic disc deterioration l4-l5 with sclerosis and hypertrophic changes along endplates; generalized narrowing of spinal canal.¿ on (B)(6) 2008 patient presents with complaints of lower back pain with pain in the right hip and down the right leg. CT scan of the lumbar spine indicates status post fusion of l4-5 with severe and chronic disc deterioration and generalized narrowing of the spinal canal. On (B)(6) 2009 patient presents with complaints of severe back pain and pain down his right leg on occasion. Per physical exam ¿flattened lumbar spine with severely limited lumbar range of motion.¿ on (B)(6) 2009 emg indicates ¿peripheral sensorimotor polyneuropathy; right s1 radiculopathy.¿ on (B)(6) 2009 patient presents for MRI of the lumbar spine following complaints of lower back and leg pain. Per medical records ¿ findings indicate small central disc herniation l5/s1.¿ on (B)(6) 2010 per medical records ¿x-rays of the lumbar spine ap and lateral views indicate no significant change.¿ on (B)(6) 2010 emg indicates per medical record ¿peripheral sensorimotor polyneuropathy; right s1 radiculopathy.¿ on (B)(6) 2010 per medical records MRI of the lumbar spine without contrast and with IV contrast indicates ¿chronic and progressive low back pain. Bilateral sciatica, right greater than left, it will be assumed that the prior surgical fusion was at 1.5-s1. As such, there is a rudimentary disc at what will be called s1-2.¿ on (B)(6) 2010 per medical records ¿x-rays were taken in ap and lateral views that indicated fusion is solid and implants are in good position. Imaging indicates chronic back pain with chronic right radiculopathy.¿ on (B)(6) 2010 patient presents to ER with single episode of seizure. Per medical record ¿chronic back pain; narcotic analgesics prescribed. MRI indicates no intracranial mass, no abnormal diffusion or enhancement.¿ on (B)(6) 2010 patient presented with new onset of seizure. Per medical records eeg indicates ¿abnormal secondary to some left temporal slowing with what appears to be some left temporal phase suggestive of an epileptogenic focus.¿ on (B)(6) 2010 patient presents for an office visit with complaints of low back and right leg pain per medical records ¿patient underwent a spinal cord stimulator trial.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.